Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately one year post procedure, the patient experienced a mini stroke. No further information was provided.

Manufacturer narrative:
B3: date of event -estimated as one year ago as the comment notes that this was noted approximately a year prior to the comment. D6a: implant date - estimated as 2021 as the implant was noted to be approximately two years prior to the comment.